Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had been rebooting on its own. A field service engineer (fse) unable to recreate the problem. The fse reseated all connections at the comm sled, docking board, power supply, and all in one (aio) as preventive maintenance while on site. The power supply was power cycled multiple times without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had rebooted itself 3 to 4 times causing delays in patient care. The user required urgent assistance because the station was located in the labor and delivery room. The user confirmed that multiple hard reboots had been attempted, but the issue continued. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.